Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : o device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had a depuy pinnacle cup, metal insert, summit stem and metal head implanted during the original surgery. The surgeon revised this patient for metallosis. Update ad 11 mar 2020. Pinnacle claim submission form and medical records received. After review of medical records, multiple clinic visits report metallosis, elevated metal ion levels, pain and functional disability. The patient was revised to address metallosis and pain. Intraoperatively, there was a large, straw-colored, slightly opaque effusion within the joint with obvious metallosis reactive tissue, metal debris at the femoral neck in articulation with the metal ball, cystic and osteolytic lesions and a small break of the integrity of the acetabular ring posterior inferiorly associated with the osteolytic lesion. The patient was about 6-7 mm short preoperatively. Doi: (B)(6) 2007. Dor: (B)(6) 2019, (right hip).